Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak the cassette and solution bag their pd treatment. The patient reported that the cassette burst after it was removed from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated that the bag did not burst or leak, but that it was the cassette that blew up like a balloon and was leaking fluid onto the floor when removed from the cycler. The bags were empty, there were no leaks from the bags themselves. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received the replacement cycler, however, has not completed a treatment on the cycler due to being in the hospital today, (B)(6) 2020, for a scheduled cardiac catheterization surgery. The patient¿s cardiac catheter placement was a scheduled procedure and not related to any fresenius product(s) or device(s). The bags and the cassette were discarded, and that the cycler was scheduled to be picked up.